Manufacturer narrative:
Analysis cannot be performed. Patient destroyed the lenses, no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient contracted acanthamoeba keratitis while using the product. The patient reported to the eye care provider with eye pain and was referred to the hospital for treatment. The patient indicates intensive medical treatment is ongoing. At the time of the report the patient indicates partial loss of vision in the affected eye, eye pain, and a potential eye surgery being required. The event was initially reported by the patient to (B)(6) in the (B)(6), who reported the incident to the manufacturer. Additional medical information has been requested from the treating hospital facility. Good faith efforts have been made to obtain medical information without success, no medical information has been received. This event is being reported out of an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.